Event description:
User reported receiving erratic results over 25 days. One patient result provided which was reported, patient was not adversely affected. Patient data provided as follows: initial sodium result of127 meq/l, same sample repeated using different instrument, same method, recovered 139 meq/l. Same sample repeated using different methodology recovered 136.0 mmol/l. The field service representative was unable to determine the cause of the erratic result on this one patient. The user reports no further occurrences.